Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit board (pcb) found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use.the received device logs confirmed the reported failed pressure transducer test on 2024-08-27. The replaced parts requested for further investigation but not returned. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. Will not be returned by the customer. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).